Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report that viking xl mobile lifthad a lift sling falling. This occurred during patient use. There was no patient/user injury or medical intervention with this event.